Event description:
User facility placed an order for a scheduled surgery in 2005, but did not receive the product on time. Product arrived the next day but surgery was rescheduled due to pt's condition. The surgery was performed two days later with the product.